Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) as the charger was unable to connect to the ipg. The patient underwent a procedure wherein the ipg was relocated from the right side to the left flank, and the spinal cord stimulator (scs) leads were also replaced. It was noted that the scs leads were severely scarred and damaged during the procedure and had to be replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were not released by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7076076. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7076365. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Sc-1232, sn: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.